Event description:
The home care provider (hcp) reported the following info: the pt filled their portable liquid oxygen system before leaving for a banquet. When pt arrived at the banquet, pt placed the unit on the floor, beside them, while continuing to breathe off of it. Pt looked down and noticed there was frost on their shoe. Pt removed the shoe and saw their foot was burned. A dr diagnosed it as a 2nd degree burn and prescribed an antibiotic for treatment. The pt is still using an h-300 portable liquid oxygen system.